Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Episodes of post-paced t-wave oversensing was noted upon review of remote transmission records. The patient is being monitored and reprogramming is being discussed.